Event description:
The index procedure was done in 2005. The pt was given 100mg/day of aspirin and 75mg/day of clopidogrel twenty-four hours prior to procedure. Heparin was given at the beginning of the procedure, the total dose used during procedure was 5000iu. In the procedure, the access method was percutaneous and puncture site ipsilateral. No pre-dilation was done. One smart stent (60x80mm) was implanted in the right mid-superficial femoral artery. Post dilation was done with a fox balloon (5x60mm). The vessel anatomy at the lesion site was straight and type of lesion de novo. There was no thrombus present at the site before procedure. Lesion location is 9cm above the superior edge of the patella. The total lesion length was 50mm and totally occluded. Reference vessel diameter was 5mm. Percentage stenosis before procedure was 100% and after stent placement and post dilation 15%. There were no dissections reported during procedure. Patient was discharged on the next day. Medication at discharge: aspirin and clopidogrel. Almost one year after the index procedure, the pt reported an increase rutherford classification 0 to 3 and high-grade instent-re-stenosis at 80 to 90%. The action taken was a re-intervention planned within 2 months.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.